Event description:
It was reported that low, out of range lead impedance and noise were observed. Lead damage was suspected. The patient was not pacemaker dependent. The lead was capped and replaced. Patient condition was stable.